Manufacturer narrative:
H10 h3, h6: the reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. Visual inspection of the returned device noted bent guide key in the connector. The reported malfunction was not observed during functional evaluation. The complaint was not confirmed.

Event description:
It was reported that the generator was not recognizing when a handpiece was plugged in. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.